Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the indicated failure mode for damaged hub with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged hub with the incident lot was observed a crack can be seen on the hub which is the likely source of the leakage. There were actions implemented in december 2020 to reduce hub damage in flash back needles. The batch associated with this incident was produced prior to this implementation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "after inserting the tube, there was blood leakage directly from the flashback window."